Event description:
It was reported by the facility that as they transferred a resident using a golvo 7007 patient lift, that the quick release hook did not keep the sling bar attached and the pt fell to the floor. No injury was incurred. Lift was taken out of service.

Manufacturer narrative:
Per facility staff, the quick release hook was too worn and should have been replaced earlier. New parts purchased by facility for replacement and once received, lift will be returned to service.